Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The ground resistance failure identified during preventive maintenance testing was corrected by replacement of the power filter module. The probable cause of the failure was determined to be component failure of the power filter module. A CAPA was opened to further investigate ground resistance failures. Following component replacement, the device met applicable electrical safety performance specifications. Refer to (B)(4).

Event description:
A z-800wf pump, serial number (B)(6), was returned to intuvie on rma17352 for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.295 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The failure was identified during preventive maintenance testing only. No adverse event or patient involvement occurred.

Event description:
A z-800wf pump, serial number (B)(6), was returned to intuvie on rma17352 for routine preventive maintenance. During initial electrical safety testing, the device measured 0.295 ohms during the ground resistance test, exceeding the acceptance criterion of less than 0.1 ohms. Upon repeat testing and review of the test results, the device passed the ground resistance test and the previously reported failure condition could not be confirmed. No component replacement or repair was required. The testing was performed during preventive maintenance activities only. No adverse event or patient involvement occurred.

Manufacturer narrative:
This follow-up MDR is being submitted as a correction to previously reported information. Subsequent review and repeat testing of the device determined that the previously reported ground resistance failure was no longer present and could not be confirmed. The device met applicable testing requirements during reevaluation. No component replacement or device repair was required to correct the reported condition. Based on the results of the reevaluation, no device problem was identified. Refer to com-(B)(4).